Event description:
The trilogy ventilator was returned to a third-party service center for evaluation of an alleged ventilator service required alarm. There was no patient involvement, and no harm or injury reported. Evaluation was completed 19 june 2026 with the following findings: the occurrence of error code e-197 indicating the internal lithium-ion battery was not present as indicated by the charger chip status. Therefore, the battery is not chargeable or useable. The internal battery is the final power source. Failure of internal battery may impact therapy. The internal lithium-ion battery was replaced to address this issue. Due to an error code e-344 indicating oxygen blending module urgent service was required, the oxygen blending module printed circuit board assembly was replaced. The device failed functional testing due to flow verification: negative flow test failure due to a defective active exhalation control module (aecm). The aecm was replaced to address this issue. The device then passed final testing and was confirmed to be operating properly.